Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in an adult female patient who had essure (batch no. B94887-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain ("pelvic pain/chronic"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), hypoaesthesia ("numbness in leg") and abdominal distension ("abdominal distension"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criterion medically significant), visual impairment ("vision/eye problems type: see spots"), food allergy ("food allergy") and dizziness ("dizziness"). In (B)(6) 2019, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal infection ("vaginal infection") and enamel anomaly ("dental problems : weak enamel") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, dyspareunia, pelvic pain, abdominal pain, metrorrhagia, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, enamel anomaly, hormone level abnormal, nausea, visual impairment, vaginal haemorrhage, menorrhagia, food allergy, migraine, hypoaesthesia, allergy to metals, dizziness and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, dizziness, dyspareunia, enamel anomaly, fallopian tube perforation, fatigue, food allergy, genital haemorrhage, hormone level abnormal, hypoaesthesia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: essure insertion date 42838 (as reported in source document) patient received treatment for urinary tract infection, vaginal infection, vaginal discharge. The right cornua had three visible coils and the left had two trailing coils. Lot number not valid ( b94887 ). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), salpingitis ('fallopian tube (2) having light chronic inflammation of proximal portions') and device breakage ('essure removed in 2 piece') in an adult female patient who had essure (batch no. B94887-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain ("pelvic pain/chronic"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), migraine ("migraines / headaches"), hypoaesthesia ("numbness in leg") and abdominal distension ("abdominal distension"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), visual impairment ("vision/eye problems type: see spots"), food allergy ("food allergy") and dizziness ("dizziness"). In (B)(6) 2019, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metrorrhagia (bleeding between periods)"), vaginal infection ("vaginal infection") and enamel anomaly ("dental problems : weak enamel") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (robot-assisted bilateral salpingectomy with removal of essure coils and robot-assisted bilateral salpingectomy with removal of essure coils.). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation, salpingitis, device breakage, genital haemorrhage, dyspareunia, pelvic pain, abdominal pain, intermenstrual bleeding, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, enamel anomaly, hormone level abnormal, nausea, visual impairment, vaginal haemorrhage, heavy menstrual bleeding, food allergy, migraine, hypoaesthesia, allergy to metals, dizziness and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, device breakage, dizziness, dyspareunia, enamel anomaly, fallopian tube perforation, fatigue, food allergy, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, hypoaesthesia, intermenstrual bleeding, migraine, nausea, pelvic pain, salpingitis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: essure insertion date 42838 (as reported in source document) patient received treatment for urinary tract infection, vaginal infection, vaginal discharge. The right cornua had three visible coils and the left had two trailing coils. Lot number not valid ( b94887 ). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Reporter information, essure removal details added. Events: fallopian tube (2) having light chronic inflammation of proximal portions, essure removed in 2 pieces added. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure removed in 2 piece'), fallopian tube perforation ('perforation (fallopian tube(s))') and salpingitis ('fallopian tube (2) having light chronic inflammation of proximal portions') in an adult female patient who had essure (batch no. B94887-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain ("pelvic pain/chronic"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), migraine ("migraines / headaches"), hypoaesthesia ("numbness in leg") and abdominal distension ("abdominal distension"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), visual impairment ("vision/eye problems type: see spots"), food allergy ("food allergy") and dizziness ("dizziness"). In (B)(6) 2019, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metrorrhagia (bleeding between periods)"), vaginal infection ("vaginal infection") and enamel anomaly ("dental problems : weak enamel") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (robot-assisted bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, fallopian tube perforation, salpingitis, genital haemorrhage, dyspareunia, pelvic pain, abdominal pain, intermenstrual bleeding, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, enamel anomaly, hormone level abnormal, nausea, visual impairment, vaginal haemorrhage, heavy menstrual bleeding, food allergy, migraine, hypoaesthesia, allergy to metals, dizziness and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, device breakage, dizziness, dyspareunia, enamel anomaly, fallopian tube perforation, fatigue, food allergy, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, hypoaesthesia, intermenstrual bleeding, migraine, nausea, pelvic pain, salpingitis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: essure insertion date (B)(6) (as reported in source document) patient received treatment for urinary tract infection, vaginal infection, vaginal discharge. The right cornua had three visible coils and the left had two trailing coils. Lot number not valid ( b94887 ) concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, salpingitis quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-oct-2021: quality safety evaluation of ptc. We received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in an adult female patient who had essure (batch no. B94887) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain ("pelvic pain/chronic"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), hypoaesthesia ("numbness in leg") and abdominal distension ("abdominal distension"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criterion medically significant), visual impairment ("vision/eye problems type: see spots"), food allergy ("food allergy") and dizziness ("dizziness"). In (B)(6) 2019, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal infection ("vaginal infection") and tooth disorder ("dental problems : weak enamel") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, dyspareunia, pelvic pain, abdominal pain, metrorrhagia, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, nausea, visual impairment, vaginal haemorrhage, menorrhagia, food allergy, migraine, hypoaesthesia, allergy to metals, dizziness and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, dizziness, dyspareunia, fallopian tube perforation, fatigue, food allergy, genital haemorrhage, hormone level abnormal, hypoaesthesia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: essure insertion date (B)(6) (as reported in source document) patient received treatment for urinary tract infection, vaginal infection, vaginal discharge. The right cornua had three visible coils and the left had two trailing coils. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs and mr received : events- "abnormal bleeding (vaginal), menorrhagia, food allergy, migraines / headaches, numbness in leg, nickel allergy, perforation (fallopian tube(s)), vision/eye problems type: see spots, dizziness, abdominal distension, plaintiff didn¿t undergo essure confirmation test", reporter, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.